Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown medication via an implantable pump for intractable spasticity. It was reported the patient's system was explanted on (B)(6) 2019 due to erosion. No further complications were reported or anticipated.